Event description:
A pt reported blood glucose results of 107 mg/dl, 126 mg/dl, 180 mg/dl and 78 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, however, the pt was unable to provide the testing technique used when applying blood to the test strips. The customer service representative walked the pt through two consecutive control solution tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the test strips malfunctioned and that the event meets the criteria for a medical device reportable. Two more control solution tests were performed with a new vial of test strips; both results fell within specifications.